Manufacturer narrative:
It is unknown if there was patient involvement. Device history record review for part 03.010.056, synthes lot 4803820: release to warehouse date: march 04, 2005. Review of the device history record showed that there are potential issues during the manufacture of this product that would contribute to this complaint condition. A material review report was created for 2 parts not staked and 1 part not in package or lead certification. Certification was reviewed and accepted, and other 2 parts were heat treated, bead blasted, passivated, electropolished and accepted. Relevance to complaint condition cannot be determined until the product is investigated. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the jaws of the rod cutter shattered during use, the depth gauge tip broke, and the handle of the hammer broke. It is unknown if the three reported events occurred during the same surgery. The reported devices were set aside in the sterile processing room after sterilization with a note indicating the malfunction. The date of surgery, type of surgery, age of device, surgical delay, patient and procedure outcome remain unknown. Furthermore, the reporter could not confirm if any fragments were generated and if any fragments fell into or remain in the patient. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer investigation results are as follows. The returned slide/fixed hammer 700 grams (part#03.010.056) is an instrument used to insert and extract femoral nails and is available in several systems including the titanium cannulated lateral entry femoral nail per technique guide j7611-a. The complaint is confirmed. Upon visual inspection it can be seen that the hammer¿s handle was received broken from the shaft; approximately half of the handle was returned. The balance of the device was in fair condition with signs of wear and tear. Slide hammer: no definitive root cause was able to be determined however the device handle is composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. The device is 11+ years old (mfg mar-2005), as such instrument age likely contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.